Event description:
In 05, a home pt (hp) contacted baxter's technical service center to report that their transper set tubing had a tear in it. The hp was connected to the hc and the baxter technical service rep (tsr) assisted the hp to diconnect from the homechoice machine. The tsr advised the hp to contact their nurse. During a follow-up phone call placed by baxter product surveillance in 06/05, baxter product surveillance was notified that from 05/05 to 06/05 the home pt was hospitalized for peritonitis. The nurse at the pd clinic stated that the pt had their catheter removed and was transfered to hemodialysis in june. The pt clinic did not have any information on the peritonitis episode.